Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k980414. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® safety-lok¿ blood collection set pre-attached holder, 2 devices had the tubing separate from the barrel after blood collection and leaked. There was no health impact or consequences reported.